Manufacturer narrative:
Initial 1 of 2. (B)(6). Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported by the patient that he experienced high blood glucose due to bent needles and was subsequently hospitalized and get treated with intravenous and fluids is used for treatment on (B)(6) 2026. This emdr is being submitted for an unknown number quantity.